Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and reported to the physician. The customer had observed that the negative quality control result was high and out of range after the initial patient result was reported. The customer performed repeat testing on the negative quality control and the original discordant sample and the results were within quality control range and negative for the patient result. A corrected negative patient result was issued by the customer to the emergency room nurse. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and the system event log showed a reference volume check at 1800. The reagent pack was replaced and troponin was run without issue. All fluids were checked and the acid and base were low and replaced. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.